Event description:
It was reported that the patient experienced inadequate pain relief with certain postural changes. It was also noted that when the patient sits or stands straight up, pain was felt in the middle of the spine going to the lower back, and then the pain goes down to the legs and would become numb. The patient underwent an implantable pulse generator (ipg) replacement procedure and there were no reported complications postoperatively. The explanted device was kept by the medical facility.